Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar instrument came out of the sterile visapeel pack and was observed to have a bent tip and split insulation. This was discovered during the set up for a case. The instrument was not used on a patient. The instrument was removed from the room, and new instrument was obtained. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue was with the black insulation came out of the instrument tip. There was no wire exposed due to damaged insulation and there were no intact or broken cables. There were no signs of thermal damage at the site of insulation damage or arcing. The instrument did not collide with any other instrument or tool during the procedure. The instrument was fine during the case, the sterile processing department damaged the instrument. The breakage of the instrument did not result in fragments falling into the patient. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the main tube broken. Pieces measuring proximately 0.1870¿ x 0.1520¿ were not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.